Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a stent delivery system was returned for analysis which was broken into 2 sections without a manifold. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination found two hypotube breaks. The hypotube was broken 21mm proximal to the distal end strain relief, within the stress relief and manifold hub, which was also broken at this site. The hypotube was also broken 742mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. Broken 21mm proximal to the distal end strain relief, the manifold proximal of the break site was not returned. A visual and tactile examination of the shaft polymer extrusion found a kink in the inner/outer shaft polymer extrusion 20mm distal to the port bond and a kink in the mid-shaft section 61mm distal from the mid-shaft bond. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This device was used during attempts to cross the lesion and then removed from the patient, and reinserted and used again for further attempts to cross the lesion. The most probable root cause has been determined to be use/user error as the direction for use states: ¿once the stent delivery system has been removed, do not reuse.¿¿ (B)(4).

Event description:
Reportable based on device analysis completed on 10-mar-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo, discrete target lesion was located in the moderately tortuous and mildly calcified first diagonal branch. Left main artery was engaged with a 6 fr non-bsc guide catheter. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x12mm balloon catheter. A 2.75x16mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion and then a non-bsc buddy wire was used but device still failed to cross the lesion. The physician removed the device and repeated dilatations were performed using the same 2.5x12mm balloon catheter. The physician re-advanced the 2.75x16mm synergy¿ stent but failed to cross the lesion despite of multiple attempts. The device was removed and plain old balloon angioplasty was performed. The procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.